Event description:
It was reported that the patient experienced complete heart block and this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed a supraventricular tachycardia (svt) and delivered an inappropriate shock. Surgical intervention was undertaken. The s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient experienced complete heart block and this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed a supraventricular tachycardia (svt) and delivered an inappropriate shock. Surgical intervention was undertaken. The s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.